Event description:
Both proximal screws would appear to have failed after first nailing procedure. Pt required a second operation and delay with recovery. Second operation took longer and pt is elderly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.